Event description:
It was reported that the system's low energy shock impedance was high at 180 ohms. Some x-rays were taken. The doctor elected to reposition the electrode for a better measurement. Later, the patient received an inappropriate shock due to oversensing of noise. Technical services advised to bring the patient in for testing. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks just a few days after an electrode repositioning procedure. The shocks were due to oversensing noise. Technical services advised to bring the patient in for some testing and reprogramming. There were no additional adverse patient effects. The system remains implanted. It was reported that the system's low energy shock impedance was high at 180 ohms. Some x-rays were taken. The doctor elected to reposition the electrode for a better measurement. Later, the patient received an inappropriate shock due to oversensing of noise. Technical services advised to bring the patient in for testing. There were no additional adverse patient effects.